Event description:
Received information stating that the pump had reset while the customer was changing basal settings. The pump then displayed a low power alert at 40% battery life and the display shut off when the pump was plugged into a power source. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.